Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected and discovered that the architect vacuum pump was the likely cause due to the damaged vacuum pump capacitor. The vacuum pump was replaced by the fse which resolved the issue. A review of the service history for the architect isr01183 analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect i2000sr or the architect vacuum pump. Labeling was reviewed and contains adequate information on troubleshooting, removal and replacement of the part. The damage observed was limited to a small area of the vacuum pump and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Event description:
The customer reported smoke emanating from the architect i2000sr analyzer from the left rear side facing the front. The customer powered off the analyzer. No injuries occurred due to this issue. No impact to patient management was reported.